Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed on the patient's device. The patient was reported to have been experiencing mild fatigue and shortness of breath. The device was reprogrammed and patient reported no further symptoms.